Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported an elective replacement indicator (eri) on the implantable neurostimulator (ins) as of 3 or 4 weeks prior to date notified. It was stated that the battery is low and the patient will be getting a replacement. An al legation/dissatisfaction with the ins longevity was also alleged. There were no patient symptoms reported. Replacement options are to be discussed with the healthcare provider (hcp). The patient initially had issues with the patient programmer (pp), but resolved them on their own during the call. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
It was further noted that the patient's current battery has lasted about a year, and that a nurse told them their battery was getting low and figured it had about 3 months time before it actually goes out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.